Manufacturer narrative:
It was reported from a literature review of the article: 'total knee arthroplasty using bicruciate-stabilized or posterior-stabilized knee implants provided comparable outcomes at 2 years: a prospective, multicenter, randomized, controlled, clinical trial of patient outcomes.' By authors: jennie m. Scarvell, diana m. Perriman, paul n. Smith, david g. Campbell, warwick j.m. Bruce and bo nivbrant, that a patient presented with knee impingement, which was treated with revision surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. There is not enough information to make a cross-check between the reported event and the device involved, therefore the potential causes of the reported event could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.case-2020-00023677-1

Event description:
The authors of the study reported that 1 patient presented impingement knee that was treated with revision surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.